Event description:
It was reported that an unspecified device caused a perforation which was to be treated with three graftmaster covered stents. The physician indicated that a 3.0 x 19 and a 3.0 x 12 mm stent was implanted but had poor ease of handling. Additionally, a 3.0 x 26 mm was attempted but the stent dislodged off the balloon which caused embolization into the distal abdominal aorta. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.